Event description:
It was reported that during atrial lead review, no capture was noted. Rise in thresholds were observed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.